Event description:
The customer reported that the unit had an overflow error, and it was leaking a mixture of water and cidex during the rinse cycle. The asp technical service engineer (tse) advised the customer to replace the skinner valve. The customer repaired the unit. There were no reported no reports of physician complaints related to the leak.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The customer replaced the skinner valve. Customer repaired unit.